Event description:
The customer complained false negative reactions of a d positive control sample with cell 1 of biotestcell 3. We received the complained lot of biotestcell 3 but not the customer's control sample. Testing of the complained biotestcell 3 lot confirmed weak positive and unclear reactions of different anti-d samples with cell 1 of biotestcell 3 in the tube technique. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot. Due to the confirmed complaint a risk analysis was performed. On the basis of the result of that risk analysis we decided that no market related activities are necessary. A CAPA has been initiated to intensify the efforts to find the root cause for this complaint.